Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected alarms due to blank display. No audio/beep or vibrate anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was no longer functioning after being dropped into water. Customer stated that the device vibrated and alarmed. Blood glucose level at the time of the incident was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.